Event description:
Information was received from a manufacturer representative regarding a recharging problem of a patient implanted with an implantable neurostimulator (ins). An x-ray was taken and, per another manufacturer's judgment, the neurostimulator had not flipped and the ex tension cables were not crossing the engraved face. The patient was thin, so it was pretty easy to identify the ins position. A brand new recharging system was tried and it wasn't successful. On the dynamic search mode, the best coupling they got was 50. A flipped battery, damaged recharger, pocket depth issue, and weight gain was ruled out. Additional troubleshooting was recommended: attempt a physician recharge mode (prm) to reset the battery and, if the reset does not fix the issue, attempt to start 3 recharging sessions. After it fails to connect, access and copy down the tni codes from the recharger. Additional information reported that the troubleshooting guidelines were followed, but unsuccessful. The recharging system did not present an error during the coupling so they were unable to reach the tni screen. It was noted that it was recharging the battery, but it was taking hours just to fill 25%. It was clarified that the battery was placed on the left side (rather than the right) and, therefore, the battery was flipped. The x-ray appeared to be an anterior to posterior picture, and the leads exit the header block toward the spine or to the left.